Manufacturer narrative:
Event was reported to have occurred on an unreported date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (intraperitoneal, doses, frequencies and durations were not reported) for treatment. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.